Manufacturer narrative:
The last calibration was done on 07-dec-2020 and was acceptable. The qc recovery was requested, but not provided. Based on the data provided the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer performed probe sampling adjustments and precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for one patient tested on a cobas e411 rack. The customer confirmed the qc was acceptable prior to patient testing. The patient¿s initial result was reported outside the laboratory. The customer performed repeat testing on a different cobas e411 analyzer. The patient¿s initial hcg result was 1.04 miu/ml with a data flag, and the patient¿s repeat hcg result was 941.7 miu/ml. The customer determined the repeat result was correct. The hcg reagent lot number was 454060 with an expiration date of 31-may-2021.